Event description:
It was reported that error code 41301 occurred when attaching the pole mount bracket adaptor to pump. No patient injury was reported. Additional information received on 3-nov-2022 via email and attached to complaint object: confirmed the shipping address and asked if we will be sending a new unit replacement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device displaying an error code; tamper seals were missing. There was no evidence of the error or reported problem in the event history log. The reported problem was duplicated. When powering up the device, it displayed constant alarm error code 41301. It was recommended that the motor and microprocessor unit board be replaced as corrective actions. The root cause of the reported issue was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).